Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, olympus was unable to identify a probable cause and the cause of the phenomenon. Regarding the installation of a non-olympus product, the instruction manual describes the following: [warning] never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the device evaluation found the rear panel was bent, the exhaust fan air duct was cracked, the front panel was broken, the scope socket was faulty with a stuck locking mechanism, and there was a non-olympus third party repair on the lamp. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the light source fan was broken. It is unknown when the issue was found. There were no reports of patient harm.